Manufacturer narrative:
Upon receipt in our post market quality, a thorough evaluation of the returned lead segment was performed. Visual inspection noted the lead had been severed ten centimeters from the is-1 terminal ring. No further testing could be performed due to the state of the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's pacemaker system was explanted secondary to infection. During the lead extraction, both leads were difficult to remove from the device header and required the use of a bone cutter. It was also reported that the patient is dissatisfied with boston scientific brand products and requested products from another manufacturer for the replacement. No additional adverse patient effects were reported.